Event description:
It was reported that during a follow up, x-ray imaging was performed and dislodgement of the left ventricular (lv) lead was observed. The dislodgement was suspected to be due to the anatomy of the patient. The lv lead was capped and replaced to resolve the event. The patient was in stable condition.

Event description:
Additional information was received indicating loss of capture was noted on the left ventricular (lv) lead due to dislodgement of the lv lead. The patient was in stable condition.